Event description:
Child began to have tonic clonic seizures so was intubated. After ventilator was placed on patient, exhaled tidal volume was reading only 17-18. Patients set volume was 190. Patient was bagged and vent switched.